Event description:
It was reported that a user participating in blind survey data collection experienced frequent hypoglycemia and noted needing to refill the insulin reservoir daily while using the ilet system. Symptoms included low blood glucose events consistent with hypoglycemia. Outcomes included user impact due to recurrent lows without reported hospitalization or long-term injury.

Manufacturer narrative:
Investigation included user education and troubleshooting performed by support. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information. It was concluded that the event involved hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.